Event description:
It was reported to philips that there was a geometry movement error with the allura device. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the error occurred in geometry movement. Review of the system log file showed that the enable movement voltage (enmv) active at startup as a result of this, motorized movements were not available. Upon functional testing, the fse found that the issue with geo module error- enable movement voltage (enmv). The fse replaced geo module. After replacement of the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.